Event description:
Additional information received indicated the event was resolved by reprogramming the device.

Event description:
During an in-clinic follow-up, episodes of oversensing due to crosstalk were recorded on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.